Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of hypotension, pain and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with a recent non-st elevated myocardial infarction (nstemi) and a percutaneous coronary intervention was performed. A 3.5x38mm xience sierra stent (1550350-38, 0033141) was implanted in the mid right coronary artery lesion with acceptable results. 0% diameter stenosis and timi flow 3 was observed. That same day post-procedure, the patient felt uncomfortable, had st changes, along with elevated troponin. The patient's heart rate dropped to 45 beats/minute and blood pressure dropped to 74/59. Anesthesia was called to bedside and the patient was brought again to the cath lab. Per angiogram, the mid rca stent was 100% occluded with thrombus. Balloon angioplasty was performed and anticoagulation provided. No additional information was provided regarding this issue.